Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation 07/02/2015. Results: visual inspection discovered that one bent connector pin. Bent connector pin resulted in bad connection between the monitor and catheter. The returned catheter number is 305124-a06, it belonged to model 110-48, lot # 305rx310574. Lot was mfg on 08/29/2014, and will be expired on 07/31/2017. A review of batch history record indicates that lot met requirements before released to finished goods. Complaint history, model 110-4xx, from may 2014 through 05/18/2015 reviewed, there were nine other complaints that issued with complaint (B)(4), and one of them was confirmed. (B)(4). Conclusion: the reported customer complaint was verified. Initial testing of the returned product indicated that the catheter functionality was impaired when functional inspection was performed and failed to meet the functional test criteria. Further inspection of the catheter indicated that one of the connector pins was bent and could not properly connect to the monitor. During this investigation, the connector pin was bent back to a usable state, plugged into the test monitor, tested for functionality, and met all functional test criteria. Based on the investigation performed, the root cause of the customer complaint was the bent connector pin.

Event description:
On (B)(6) 2015, the 1104b catheter was placed in the pt and produced an intracranial pressure (icp) waveform and pressure number. The pt was taken to CT scan for imaging and the nursing staff detached the catheter from the black cable for transport. When the pt returned from CT and was hooked up to the cable/monitor again, the waveform was non existent. It was reported that the possible damage to the catheter occurred during handling and transport. The surgeon later replaced the malfunctioning catheter with a new 1104b bolt. Add'l info was requested and the following was rec'd from the customer on (B)(6) 2015 and (B)(6) 2015: date of incident was confirmed as (B)(6) 2015. Pt's underlying medical condition was an acute traumatic subdural hematoma. The original catheter was placed on (B)(6) 2015 at 0647. The same monitor that was used to zero the catheter was used when the pt returned from CT scan. The initial catheter was removed and the replacement catheter was implanted on (B)(6) 2015 at 1347. The replacement catheter worked. With regards if there was any pt harm or injury, the customer responded "indeterminant/pt expired from injuries" on (B)(6) 2015 at 1741. It was further explained that the cause of death was "chi with acute subdural hematoma and subsequent brain stem hemorrhage". It was unk if an autopsy was performed. No other info was provided.